Manufacturer narrative:
Zip code: (B)(6). Investigation summary: a my8060-0006 sample was not available for investigation of this feedback; however the customer indicates that leakage of chemotherapy was identified beyond the plunger component. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 91801802 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the my8060-0006 product in the past 12 months. Root cause description: obtained DHR: pr: (B)(6), product: my8060-0006, lot: 91801802, qty: (B)(4), qn: none, mf date: 30-01-18.

Event description:
It was reported that the texium needle-free syringe, 60 ml experienced leakage on 400 occasions. The following information was provided by the initial reporter: texium 60ml needle-free syringe ref. My8060-0006. The problem concerns: leaks/escape, leakage of cytostatic drug through the syringe plunger. The problem very often found texium syringe 60ml!!!